Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: based on the photo(s) received the investigation concluded: confirmed, bd was able to confirm the customer¿s indicated issue. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. UDI #: (B)(4).

Event description:
It was reported that a piece of plastic was found in the barrel of a 60 ml bd¿ syringe with bd luer-lok¿ tip. No injury or medical intervention.